Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that a fluid leak was discovered inside the pump door of the liberty select cycler. The patient confirmed that fluid was identified on the external of the cycler set cassette, inside the pump door, and around the pumps. The patient stated that it was "not much fluid" and estimated it was less than a half of a cup. Fresenius was initially contacted when the cycler was in the process of being re-setup with new supplies and the m30 balloon valve leak alarm was encountered during step 5 of setup. The patient was provided with information regarding the alarm criteria for the m30 warning. The patient was advised to disregard use of the cycler for the night and reattempt use on the following day. Additional information was obtained during follow-up with the patient contact. The patient did not experience any adverse events, serious injuries, or require medical intervention. The patient stopped treatment on the cycler for the night and manually drained. The cycler door was left open to dry overnight. The patient is continuing treatment with the cycler without reoccurrence of the reported issue. The cycler set is available to be returned to the manufacturer for physical evaluation. No damage to the cycler set was noted by the patient.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that a fluid leak was discovered inside the pump door of the liberty select cycler. The patient confirmed that fluid was identified on the external of the cycler set cassette, inside the pump door, and around the pumps. The patient stated that it was "not much fluid" and estimated it was less than a half of a cup. Fresenius was initially contacted when the cycler was in the process of being re-setup with new supplies and the m30 balloon valve leak alarm was encountered during step 5 of setup. The patient was provided with information regarding the alarm criteria for the m30 warning. The patient was advised to disregard use of the cycler for the night and reattempt use on the following day. Additional information was obtained during follow-up with the patient contact. The patient did not experience any adverse events, serious injuries, or require medical intervention. The patient stopped treatment on the cycler for the night and manually drained. The cycler door was left open to dry overnight. The patient is continuing treatment with the cycler without reoccurrence of the reported issue. The cycler set is available to be returned to the manufacturer for physical evaluation. No damage to the cycler set was noted by the patient.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the manufacturer received the complaint product sample for physical evaluation. The sample was received without original packaging. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a hole in the film was found. The probable causes for this failure to occur include the cycler pump door unexpectedly shutting during setup, cassette misalignment, a finishing issue such as a sharp point, a mechanically damaged cassette, or damage during shipping.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support that a fluid leak was discovered inside the pump door of the liberty select cycler. The patient confirmed that fluid was identified on the external of the cycler set cassette, inside the pump door, and around the pumps. The patient stated that it was "not much fluid" and estimated it was less than a half of a cup. Fresenius was initially contacted when the cycler was in the process of being re-setup with new supplies and the m30 balloon valve leak alarm was encountered during step 5 of setup. The patient was provided with information regarding the alarm criteria for the m30 warning. The patient was advised to disregard use of the cycler for the night and reattempt use on the following day. Additional information was obtained during follow-up with the patient contact. The patient did not experience any adverse events, serious injuries, or require medical intervention. The patient stopped treatment on the cycler for the night and manually drained. The cycler door was left open to dry overnight. The patient is continuing treatment with the cycler without reoccurrence of the reported issue. The cycler set is available to be returned to the manufacturer for physical evaluation. No damage to the cycler set was noted by the patient.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.